Event description:
It was reported the distal cap fell off of the duodenovideoscope into the patient during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The cap fell near the ampulla in the duodenum and was retrieved using a roth net. There was approximately a 3-minute delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: cn-(B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the event is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.